Event description:
A customer was found unconscious in their room, by one of the nursing home nurses in 2005. The nurse decided to measure the customer's blood sugar level with the customer's xceed meter. The reading obtained was 8.2mmol/l, which did not correspond to the medical conditon of the patient, therefore the nurse performed another test using an accu-chek meter. The reading obtained was 1.8mmol/l. Because this reading corresponded better to the patient's condition the nurse gave treatment. The patient soon recovered.